Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported while a patient had been wearing a pod between 1 and 4 hours their blood glucose level had rose to 358 mg/dl. It was reported the pod failed to adhere and the pods cannula had become dislodged as it was poking the patient at the pod infusion site (leg). As treatment, the patient applied a new pod.